Manufacturer narrative:
H6 additional investigation type code: 4109. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: -the product was not returned and no photos were provided, however x-rays were provided and reviewed. Based on the x-rays and review of the roi-a surgical technique, the spacer position is too far posterior indicating that the reported event is confirmed. Potential root cause -this event is attributed to the surgeon implanting the spacer without the use of the inserter instrument. DHR review: -the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: -this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the threads of an roi-a cage inserter were damaged and would not attach to a cage. A second cage was opened to confirm the problem was with the threads of the inserter. Therefore, the surgeon decided to place the implant without the inserter. Then the cage discreetly receded when the anchoring plates were installed, causing a possible conflict on the nerve root in the foramen. The patient had numbness in her right leg the day after surgery which continued after her discharge from the hospital, but she did not lose motor function. There was a delay of about 45 minutes to the procedure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of an roi-a cage inserter were damaged and would not attach to a cage. A second cage was opened to confirm the problem was with the threads of the inserter. Therefore, the surgeon decided to place the implant without the inserter. Then the cage discreetly receded when the anchoring plates were installed, causing a possible conflict on the nerve root in the foramen. The patient had numbness in her right leg the day after surgery which continued after her discharge from the hospital, but she did not lose motor function. There was a delay of about 45 minutes to the procedure.